Event description:
It was reported that the patient had a previous fusion at l4 through s1 with good resolution of symptoms acutely. The patient presented with left leg pain and back pain. The patient underwent spinal surgery consisting of removal of prior instrumentation from l4 to s1; anterior discectomy and fusion l5-s1 using anterior cages and rhbmp-2/acs "substitute¿ and ¿bank cancellous bone graft¿; posterior lateral mass fusion of l5-s1 with depuy instrumentation. ¿it was found to have a broken screw on the left side at l4 with what appeared to be a probable pseudoarthrosis at l5-s1 level¿.

Manufacturer narrative:
Concomitant medical products: depuy unspecified instrumentation (implant: (B)(6) 2004). (B)(4). Pseudoarthrosis. Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.